Event description:
It was reported in a journal article that one patient developed sciatic nerve palsy post hip implantation on an unknown date. The patient was managed with nutritional nerve drugs and rehabilitation training and recovered. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. D6a: implanted between (B)(6) 2007 and (B)(6) 2019. G2: foreign - event occurred in china g2: literature - xiao, q., cao, j., xu, b., et al. (2025) reconstruction of paprosky type iii acetabular bone defects in revision hip arthroplasty by using a combination of cage and morselized allografts. Bone & joint, 6(11):1515-1522. Https://doi.org/10.1302/2633-1462.611.bjo-2025-0137.r1 complaint is not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. X-rays were provided in the ja, however it is unknown if they are related to the patient in this complaint. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.